Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, and a severely scratched display window. No damage was noted on the belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's screen was severely scratched, making it difficult to read. Customer stated they were unable to read the insulin pump's screen. The customer also reported the inserter is not holding on to the infusion set. Customer's blood glucose was unknown. Customer stated the insulin pump may be damaged from wearing the belt clip. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.